Manufacturer narrative:
A philips remote clinical specialist (cs) spoke with the customer. The cs obtained and reviewed the clinical audit trail for the date and time of march 30, 2022 at 08:00. The logs indicated that the devices did alert, with sound and some were silenced or ended if spo2 values fell back within the normal limits. When an alarm occurs at the bedside, the alert is activated within 6-8 seconds at the patient information center (pic ix). There was no product malfunction; this is considered a user issue as there was alarming and silencing at the time of the event. The cs provided information to the customer and the customer was in agreement from their evaluation and the clinical audit that the devices were working as designed and that staff education may be in order, as well as alarm fatigue occurring.

Event description:
It was reported that the machine did not alarm for 'no sensor' for the patient in room 354 on (B)(6) 2022 at approximately 08:00. The patient was found in bed, appearing grey, in respiratory distress, with an spo2 of teens-20's %, requiring bag-valve-mask (bvm) and increase in optiflow to 100%. It was assumed that it was possible that the patients spo2 monitor came off, and someone had turned off the spo2 alarm on the main monitor at the nursing desk, inadvertently, without checking on the patient. The patient recovered fairly quickly.